Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported they noticed the shunt was not functioning as it should and they performed a surgery to remove the shunt and the bactiseal catheter (ID (B)(4)). However, they just removed the catheter, it was calcified and broke into pieces, so they needed to take their time to cut out piece by piece (also enlarging the incision). The event led to 30 minutes surgical delay.

Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.